Manufacturer narrative:
The device was discarded at the hospital and therefore, unfortunately not available for investigation. The information made available by the hospital revealed that the lesion to be treated was stenosed and subtotal occluded with a large amount of plaque. The balloon was inflated once and failed during the second inflation at an unknown pressure. Our review of the manufacturing and lot history of the product did not reveal any non-conformity. The device in question was manufactured according to the specifications and successfully passed all in-process controls as well as the final inspection. The review revealed no indication for a material - or workmanship problem.

Event description:
The affected balloon catheter was used to dilate a stenosed area of the a. Femoralis superficialis from distal to proximal without problems; followed by a stent placement (stent length 200mm, diameter 6mm). Afterwards, the affected balloon catheter was used again for post-dilatation of the previously placed stent and ruptured during inflation. Withdrawal through the placed 6f introducer sheath (is) was not possible even after change to a 8f is. The balloon catheter fractured during the attempt to withdraw. The affected balloon catheter was not returned for analysis. Surgery to remove the lost part was performed.